Manufacturer narrative:
UDI_not_required. Legal manufacturer: hcs (B)(4). Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. Technical support was unable to evaluate the reported event. No resolution is available. No patient information provided.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.